Manufacturer narrative:
Additional information: breakdown of the 5 events of is as follows: iol torn 1. Haptic damaged, improperly loaded 1. Haptic damaged 3. Serial numbers of suspect products: (B)(4). 1 investigation was completed and 4 are pending from the period. From the 1 investigation: 1 haptic was damage and lens was cut. In the investigation it was concluded that products met manufacturing release criteria and no product deficiency was identified. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be file. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 5 </noe> malfunction events. The events were related to lens damaged. There were no patient injuries reported associated to the events.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Additional information: there were 3 investigations completed during this period and the products were returned. Breakdown of 3 investigations with respective serial numbers are as follows: (B)(4) haptic detached. (B)(4) haptic detached . (B)(4) lens cut, haptic detached. The investigation it concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitt h3 other text : placeholder.

Manufacturer narrative:
Correction: the number of events (noe) from previous quarter ((B)(6) 2019 to (B)(6) 2019) was initially reported as 5 however, it was found the correct noe is 4. 1 event with serial number (B)(4) was inadvertently reported under this model ar40m instead of correct model ar40e with MFR report number 2648035-2019-01137. Further information for this serial number will be reported under model ar40e with MFR report number 2648035-2019-01136. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted. H3 other text : placeholder.